Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother also reported that they received no delivery alarms. The customer's blood glucose was over 400 mg/dl at the time of incident. The customer's blood glucose was 73 mg/dl at the time of call. The customer's mother stated that they had high blood glucose that reached 588 mg/dl and was treated with bolus. The customer's mother stated that they treated the high blood glucose with manual injections. The customer's mother stated that the no delivery alarm was resolved by an infusion set change. The customer declined to troubleshoot for air bubbles, leaks, insulin issues and site issues. The customer's mother stated that there were no setting issues found. The customer's mother performed high pressure test and the insulin pump passed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor, intermittent escape button due to flattened dome switch and traces of moisture were found at the lcd board per our visual inspection.no unlocked lcd keypad connector. Unable to perform excessive no delivery and occlusion test due to prime anomaly. The insulin was programmed with a test glucose meter, received successful value of 112 mg/dl from glucose meter. The insulin pump had cracked case at the display window corners, cracked reservoir tube window corners, minor scratched lcd window and stained end cap sticker.